Manufacturer narrative:
Other, other text: evaluation results: one medfusion pump was returned for investigation in used condition. The tamper seal was intact. The right and left plunger cases were cracked. There was a force sensor test error in the event history log. This product problem was replicated during start up. The investigator found that the force was out of specification at zero pounds. In addition, the count was at zero. Ultimately the pump was deemed to be out of calibration. This condition was likely caused by normal wear/calibration drift. The pump was over three years old. To correct the problem, the force sensor was recalibrated. This resolved the product problem. The battery (with low lmd), and cracked plunger cases were also replaced. The device then passed all functional testing.

Event description:
It was reported that the pump had a force sensor failure. There was no patient involvement.